Manufacturer narrative:
Without lot number information we are unable to identify the manuafacturer date and perform a review of the lot history. A review of product history reveals this device to be a reliable componet of electrosurgery and there is no evidence to suggest device defect or malfunction. Megadyne determined this event is likely related to surgical technique. Information received indicates that the physician could not find the coagulating edge of this instrucment. Megadyne is reporting since the information indicates intervention was performed. Device not returned to manufacturer

Event description:
Dr.(B)(6) was doing a turbinate reduction and after reduction of the turbinates he was using 8 french suction coagulator to coagulate the nasal bleeding. When he was unable to coagulate he switched to 10 french suction coagulator. He was still unable to achieve hemostasis and ended up packing the bleeding tissue with cocaine to stop the bleeding.